Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the during initial radial artery access, the glidesheath slender wire from the sheath kit would not pass through the needle (also from the sheath kit). A competitive micro-puncture kit was used to access the radial artery and then a second glidesheath slender (80-1050) was used to complete the procedure. Patient was stable and the procedure was successful. Another micro puncture wire was used with the other equipment or devices. Additional information was received 02december2019: it was reported that the sheath was used in a femoral approach, antegrade puncture for a femoral angiogram/angioplasty.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, to update section h3, and to provide the completed investigation results. One 5fr glidesheath slender sheath, dilator, along with the guide wire was received for product evaluation. The guidewire was attempted to be inserted into the dilator tip but could not be inserted. Visual inspection revealed that there were no gross anomalies or damage. The guidewire outer diameter was measured at 0.584 inches which is out of specifications per material specification. The guidewire end welds were observed under microscope and no damage was seen on either end weld. Terumo has determined the reported event to be manufacturing related and is being further investigated.